Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 23apr2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 5 not detected as closed, was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order#: (B)(4) the fse reported that removed back panel and latch sensor light on controller board not on. The fse inspected latch component, and magnet was missing from insep. The fse replaced insep, rebooted device and latch sensor. Light turned on. The fse used diagnostics to troubleshoot drawer and ensure all competent was fully functional. The customer successfully recovered the drawer. During preventive maintenance, the fse inspected bus wire connections and found cut marks. Bus wire was replaced, as it could have been causing failures. The fse rebooted device and used diagnostics to ensure the device was fully functional. Customer tested drawers upon reboot, and no failures occurred. During dchu visual inspection: p/n: 120547-01: the "assy cbl pyxibus 6 drawer" was received with a cut on the cable insulation which exhibited exposed cooper strand and associated thermal was detected. During dchu testing: p/n: 120547-01: no dchu testing was required due to the exposed copper strands and the thermal damage marks observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height main drawer 5 was not detected as closed. As per part investigation, it was determined that there was cut on the cable insulation which exhibited exposed cooper strand and associated thermal damage. There were no adverse events or injuries reported based on this event.